Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected h6. Product complaint # (B)(4). Investigation summary: examination of the returned device revealed wear on the locking mechanism prohibiting retention with the mating device. The root cause was attributed to heavy usage over the life of the device. The investigation findings did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was trying to remove the punch from the patient after trialing. The punch was very difficult to remove. The issue was that where the punch and the punch handle connect, the punch was rounded off leading to the handle disconnecting from the punch and making it difficult to remove the punch from bone. The handle was in good shape.